Event description:
It was reported that oversensing of noise on this ra lead resulted in two inappropriate episodes of atrial tachy response (atr). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)